Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer changed the cartridge, infusion set tubing and site. The customer's blood glucose (bg) level was over 599 mg/dl with ketones and insulin injections were used to address the bg level. Due to the high bg level, the customer was taken to the emergency room and was admitted to the hospital. The customer was treated with an insulin drip. The customer was discharged 2 days later and the high bg was resolved.